Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Both springs on the attune trial are stretched and coming off.

Manufacturer narrative:
Correction: upon review of the returned product, the balseals on the instrument were in tact and had not come off. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-22944, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.